Manufacturer narrative:
(B) (4).

Event description:
Since implant, only 1 of the neurostimulation system's 2 leads worked. The pt felt no stimulation sensation. The implantable neurostimulator battery was depleted. The pt's hcp was not available to revise the system. The pt was provided with lists of providers and the field staff was notified. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.